Manufacturer narrative:
Software investigation completed and showed accuracy checkpoints were set and used correctly to regain accurate registration after the imri arm movement caused inaccuracies. Software functioning as designed.

Event description:
A medtronic representative reported that the imri arm moved during cranial case causing navigation to be inaccurate. The medtronic representative had the site complete accuracy checkpoints at the beginning of the case which resolved the issue and caused a 5 minute delay in the case. They realigned and were accurate. The surgeon completed the case with the use of the stealthstation. There was no impact on the pt outcome.